Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot# 0209315889, product type: catheter. Product ID: 8780, lot# 02 09494179, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of catheter, (B)(4), revealed the complete proximal and distal portions of the catheter, the anchor deployment tool (adt) with the anchor attached, and the guidewire were returned for analysis. There were a couple of bends seen in the guidewire in an area about 1 cm from its proximal end and 4 cm from its distal tip. There was no damage to any of the individual windings of the guidewire. Analysis concluded the catheter body and/or guidewire damage occurred during the implant procedure. Analysis of catheter, (B)(4), revealed the complete proximal and distal portions of the catheter, the anchor deployment tool (adt) with the anchor attached, and the guidewire were returned for analysis. There were areas of bending seen on the guidewire. There was also significant damage to some of the individual windings of the guidewire. Analysis concluded the catheter body and/or guidewire damage occurred during the implant procedure.

Event description:
Additional information received reported that the surgeon used two catheters that had been damaged. It was a "difficult" patient, and while the surgeon was introducing the catheter, it bent. When the catheter was straight and in the correct place; it was impossible to remove the guidewire. The problem was with the guidewire, which after bending could not be removed. The surgeon used "full power" to remove the guidewire, and damaged the whole system. A second catheter was used and the problem was the same. The third catheter was successfully implanted. There was no occlusion noted, and no patient symptoms. After the successful implant of the catheter, the patient was receiving full effective therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a procedure with the implant of two 8780s, the guidewire was blocked inside the catheters and it was impossible to remove the guidewire. As a result, neither catheter was implanted. No diagnostic testing or troubleshooting was required. The issue was reported as unresolved and the cause undetermined. The products were returned for analysis. No drugs were in the pump at the time of the event. No patient symptoms were reported. Additional information was requested to clarify the event details, patient status, and resolution. Should additional information be received a supplemental report will be filed.